Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received reported that the nurse (healthcare professional/hcp) had been ¿going very fast because there were three other patients waiting to be refilled and she just forgot to change the baclofen to gablofen as the drug for the patient¿s pump.¿ the hcp noted it was her first time using gablofen instead of lioresal. A note was made in the patient¿s pump to fix at the next refill. The patient was ¿not at all affected by this issue.¿

Event description:
The hcp reported that they had filled a new patient that was previously programmed to baclofen and they had refilled the patient with gablofen. The hcp did not change the drug name however all dosing remained the same. The hcp confirmed that at the patient¿s next appointment the hcp could change the drug name. The pump was used to deliver gablofen. No symptoms or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.